Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 589 mg/dl, 298 mg/dl, 79 mg/dl, 72 mg/dl and 106 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.